Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer was therefore unable to obtain glucose results, and experienced tremors and lost consciousness. The customer was treated with juice by relative. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.